Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A vamf3838c200te stent graft was intended to be implanted during the endovascular treatment of a 44mm aneurysm. It was reported that during the index procedure, the blue handle of the system was rotated in an attempt to deploy the stent, but the stent graft did not deploy. Rapid deployment was attempted but was also unsuccessful. After multiple failed efforts, the device was removed from the patient, replaced with another valiant captivia of the same model, and procedure was completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Update to h6; coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: four still images received for analysis. Images depicts a valiant delivery system laid out on a surgical table. The external slider and tip capture mechanism are in the home position. No deformation is evident to the device. The reported deployment/expansion difficulties cannot be observed in the images provided. Film analysis conclusion the reported deployment issue could not be assessed based on the limited pre-implant images provided; therefore, the cause of the event could not be determined. Lack of complete pre-implant cts did not allow for a more thorough evaluation of the pre-implant anatomy, and procedural video angiograms depicting the deployment attempts were not available. Analysis of the imaging did not reveal any anatomical characteristics that could have contributed to the reported event. Additional info it was confirmed that the device was inspected prior to use and prepared according to the IFU. The graft cover remained stationary during the deployment attempt and significant resistance was felt. There was no noted tortuosity, calcification or stenosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.